Manufacturer narrative:
Investigation findings: conmed linvatec received the resection ablator for evaluation and confirmed the reported problem. The evaluator found the ceramic insulator tip detached from the electrode. Visual examination of the affected area showed a twisted/bent electrode strip with nicks/cuts on the insulation. This type of failure mode is characteristic of torsional force being applied during use. Conmed linvatec will continue to monitor this device for failures. The customer will be contacted with additional info on this device.

Event description:
Reporter reported that the tip of this trident omega 4.2mm resection ablator broke off into the pt's joint during a shoulder acromioplasty and could not be recovered. There was no report of serious injury or surgical delay with this event.